Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had intermittent vibration. No additional event or patient information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. The receiver will charge and boot. Perform manual functional tests "try it", pass in vibrate mode. The receiver case was open for internal inspection and pass. Measure vibrator motor resistance, vibrator motor resistance within specification. The reported event of an intermittent vibration was not confirmed. A root cause could not be determined.